Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level cause was not known. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.